Event description:
Complainant alleged that during biomed testing the device powers on without display and would not discharge energy. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.